Manufacturer narrative:
A new base frame was sent to the account to repair the stretcher. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated that hosp staff had just transported a pt from ER to their (B)(6). Upon departing from the elevator to return to ER, the caster started to bend. So much that it came off the stretcher.